Event description:
Had hernia mesh in 2010, a lot of pain. In 2011 had another surgery. Found nerve fused to mesh. Did not help pain. In 2012 they went back in to explore. Now it's 2015 and in pain management.